Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could be confirmed for vessel occlusion since surgical intervention was performed to retrieve the angio-seal components. The root cause of the issue cannot be conclusively determined with the available information and in the absence of the device. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Expiration date: unknown due to unknown lot number. UDI: unknown due to unknown lot number; explanted date: the exact date of this procedure is not known, however, it occurred somewhere between (B)(6) 2020 and (B)(6) 2020. Manufacture date: unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that on (B)(6) 2020, an (B)(6)-year-old (yo) patient was accessed via right groin with a 5 fr cordis sheath and then eventually upsized to a 7fr for diagnostic pressure measurements. The physician deployed an 8fr angio-seal evolution device without any noticeable issues or difficulty. Upon routine follow up with the patient, she informed the lab nurse via phone call that her groin hurt. The patient had at least two more interactions with the physician and/or office on unknown dates to which the pain increased over time to resonating down the leg ultimately leading to a discoloration to the leg. The patient was instructed to go to the emergency room (ER), and was examined on (B)(6) 2020, via ultrasound, where a blockage was detected in the common femoral artery (cfa). The patient was brought in and accessed on the left side to diagnose the blockage. A wire and 65cm navicross crossed the blockage that was at the location of the angio-seal closure device from a month ago. The site was ballooned with a bard 3.0x60 ultraverse and then with a 5x40 65cm metacross otw. Distal flow was restored. Follow up ultrasound and possible endarterectomy were discussed. The patient's pain was reduced, and pressure was held for closure at the left access site. The patient was still in the hospital. The patient was reported to be in stable condition and had reduced pain. Additional information was received on 31oct2020. The doctor stated that the patient reported that the pain persisted. They were referred to a vascular surgeon, where he surgically removed the angio-seal. The exact date of this procedure is not known, however, it occurred somewhere between (B)(6) 2020 and (B)(6) 2020.